Event description:
It was initially reported that the physician's handheld was freezing on multiple screens and acting slow. A hard reset was performed by did not resolve the issue. The handheld would sometimes work but was slow. (B)(4) attempts for product return have been unsuccessful to date.

Event description:
Additional information was received that the handheld and the flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.